Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for an in-clinic follow up following a syncopal episode and pressure in the chest. During evaluation, rate response jumped to 120 beats per minute (bpm) and the pocket and device moved when the patient moved their arm, which, was determined to affect the minute ventilation (mv) signal. Programming changes were made. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.